Event description:
A customer reported to beckman coulter, inc. (Bec) that error messages and fluid leaks were observed on synchron lx20 pro clinical system. Bec customer technical support (cts) asked the customer to disable the cartridge chemistry side of the instrument. The customer indicated that no erroneous results were generated and patient treatment was not affected. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
Qc had been within the established ranges. The instrument was showing reagent probe b level sense errors and "compartment c not empty" on triglyceride test although the cartridge was properly prepared and the compartment c was empty. The customer found liquid under the tray over the reagent carousel area, and bottom of the collar wash for reagent probe b. On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse replaced the level sense bead and performed all necessary alignments. The fse verified repair per established procedures. (B)(4).